Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for low pacing impedance which appeared to be chronic. Approximately three months later the lead triggered an alert for high thresholds which also appeared to be chronically high. The lead remains in use. No patient complications have been reported as a result of this event.